Event description:
A report was received that the patient was in a car accident and since then has been experiencing intermittent stimulation. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was in a car accident and since then has been experiencing intermittent stimulation. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. Device evaluation indicated that the ipg passed the electrical and photographic imaging tests performed. The complaints of the stimulation turning on and off and reported high impedance contact were not confirmed. However, the ipg exhibited premature battery depletion. Battery depletion and sleep current rates of the device were exceeding the expected ranges. The patient¿s profile indicated that battery depletion rate change occurred right after the implant procedure. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits were covered by epoxy resin. The source of the device damage was unknown. The associated lead was not returned to be tested with the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm model # sc-3138-25, serial # (B)(4), description: scs phiii extension 25cm.